Event description:
Essure micro-inserts were placed in 2007, without complications during the procedure; follow up 3 months hsg suggested properly located micro-inserts with tubal occlusion. The patient developed pain in 2008, and due to continued persistent pain, physician performed a laparoscopy the following month. Both micro-inserts may have perforated the fallopian tubes. Physician removed both micro-inserts and performed a partial salpingectomy on the left side. Laparoscopic tubal was also performed. At the 2-week post-operative visit patient still complained of pain. Physician does not feel that the essure micro-inserts are the cause of patient's pain. He could not identify any other pathology for patient's pain during the laparoscopy, but did state she is having other problems with her urinary tract that will also be evaluated as a possible cause of her pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.